Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID#: mc1vr01-delsys. The full delivery system was returned and analyzed with the device intact in the device cup. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14 jan 2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 14 jan 2020, device evaluated by manuf: no, device evaluation anticipated, but not yet begun dev rtn to MFR: yes, mfg date: 23 jul 2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) there was high thresholds and no capture noted. It was also reported the tether of the ipg delivery system was twisted. The ipg was removed and replaced. No patient complications have been reported as a result of this event.